Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on september 14, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on december 09, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 under general anesthesia, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on october 13, 2022.